Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with three m31 air detected in cassette warnings during drain 5 of 5 of treatment. Fluid was seen from the front of the cassette when opening the cassette door to remove the cassette, and almost a cup of solution fluid; the film on the back of the cassette was not loose. Fluid was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when opening the cassette door to remove the cassette. The film on the back of the cassette was not loose. The patient stated they wanted it documented that the patient line was also short and they had to move the cycler in order to use the facilities. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice regarding the incomplete treatment, fluid leak and on alternate treatment. The patient was advised to use the cycler for the next treatment and to call technical support if they encountered any issues. The patient did not re-setup the cycler and stated they reverted to continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow-up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled after the cycler alarms and after the patient disconnected from the cycler. Per patient upon opening the cassette door, fluid leaked out of of the cassette area and from the cassette. The cause of the fluid leak was unknown. The patient there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they reverted to manuals to complete the remaining treatment on the night of the reported event. The patient has since resumed training and treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with three m31 air detected in cassette warnings during drain 5 of 5 of treatment. Fluid was seen from the front of the cassette when opening the cassette door to remove the cassette, and almost a cup of solution fluid; the film on the back of the cassette was not loose. Fluid was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when opening the cassette door to remove the cassette. The film on the back of the cassette was not loose. The patient stated they wanted it documented that the patient line was also short and they had to move the cycler in order to use the facilities. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice regarding the incomplete treatment, fluid leak and on alternate treatment. The patient was advised to use the cycler for the next treatment and to call technical support if they encountered any issues. The patient did not re-setup the cycler and stated they reverted to continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow-up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled after the cycler alarms and after the patient disconnected from the cycler. Per patient upon opening the cassette door, fluid leaked out of the cassette area and from the cassette. The cause of the fluid leak was unknown. The patient there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they reverted to manuals to complete the remaining treatment on the night of the reported event. The patient has since resumed training and treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.